Event description:
It was reported that log files were submitted for review and captured 1 brief isolated low flow flag at 1:32:15 on (B)(6) 2025. There were also signs of system controller power lead cable fatigue mostly with the white lead, but at times with the black lead as well. A system controller replacement was recommended and was subsequently reported as having been exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d9 correction. Manufacturer's investigation conclusion: the reported event of lower voltages was confirmed via the submitted log files and reproduced during evaluation of the returned heartmate 3 system controller. The returned controller, serial number (B)(6), was connected to a test power module and run for an extended period while the power cables were manipulated. No atypical alarms activated. Log files were downloaded and revealed the relative state of charge (rsoc) voltage on both power cables had fluctuated below the expected voltage range. The power cables were exchanged for known working test power cables, and the lower voltages were unable to be reproduced; therefore, isolating the issue to the power cables. The electrical resistances of the underlying wires of the returned power cables were measured and revealed the resistance of the brown wires in both power cables were elevated. The brown wire corresponds to the rsoc signal. The outer layers of the power cables were stripped, and the underlying wires were visually inspected and no damaged was observed. Data from the submitted and downloaded controller event and periodic log files collectively spanning approximately 14 days (24jul2025 22:06:20 to 07aug2025 14:04:53 per timestamp) was reviewed. Throughout the log files, the relative state of charge (rsoc) and bus voltages of both power cables were observed to be below the expected voltage while connected to the power module and mobile power unit (mpu). No atypical alarms were captured as a result of the lower voltage. The lower voltage did not impact the controller¿s ability to support the pump and there were no other notable events captured in the log file. The root cause for the lower voltages was determined to be due to fatigue of the brown wire in both power cables. Incidental finding: wire fatigue on the blue wires (receiving communication signal) in both power cables and fluid ingress in both power cables was noted. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.